Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain and discomfort. Litigation has also provided a revision date of (B)(6) 2015. At this time, we are unaware what products were removed and reason for the revision. If further information is received, the complaint will be updated at that time. Update ad 5 sep 2018: com-(B)(4) has been re-opened under (B)(4) due to the receipt of ppf sheets. In addition to what were previously alleged, ppf alleges elevated metal ions, metal wear and metallosis. Added stem due to alleged high metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (right hip). Patient is bilateral, please see (B)(4) for the left hip.